Event description:
The pt was implanted with a left ventricular assist device (lvad). The manufacturer received pt outcome information indicating that the pt expired of anoxic brain injury. Multiple attempts have been made to acquire more information regarding the event, however, to date, no further information is available.

Manufacturer narrative:
The manufacturer is attempting to obtain additional information regarding the reported event. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.